Event description:
Patient was undergoing elective gastric banding. Pt had documented allergies to silver nitrate, sulfa-drugs, nitrofuantion, metformin, chloramphenicol, and oxytetracycline. Catheter was placed in the or with no other lines in pt. At end of procedure, welts were noted around face, neck, and abdomen. Pt was treated with diphenhydramine 50 mg IV. Pt recovered and no further treatment required.